Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
On an unk date, the customer reported that the needle broke off in the stomach. The customer went to the emergency room for an x-ray but it didn't show anything. The customer underwent an ultrasound and was able to view the needle but then the technician lost the view of it. No further info is available.